Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a single level alif procedure at l5-s1 using rhbmp-2/acs. An unknown time post-operatively, the patient reported back to the surgeon with abdominal pain. CT images showed a fluid collection at the surgical site. The patient was hospitalized to drain the fluid. Initially, the patient had up to 2500ccs of fluid drained per day, approximately 3 weeks later, the patient was down to 1200ccs per day. A white blood cell check confirmed there was no infection and lymph nodes were normal. The patient remains in the hospital.